Manufacturer narrative:
One epifuse connector was returned with a flat filter. Analysts found that the issue was confirmed. The hinge was found to be broken. In our kit manufacturing process, 100% inspection is performed on the appearance of epifuse connectors before installation. Therefore, it seems that the hinge part cracked and damaged when using the epifuse connector. However, the cause and timing of occurrence were not identified. (B)(6).

Event description:
Information was received indicating that a smiths medical product was leaking medical fluid. The customer who noticed stated that he felt the connector's hinge part was somewhat open though the connector itself was properly closed. So the customer opened the connector and found that the hinge part was damaged. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional device identifiers added.